Manufacturer narrative:
The bag appears to have made contact with a sharp object prior to filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Pharmacy reported one unit "had a pinhole leak in the lipid phase section of the bag. Error was detected after compounding , but before release. The only component added to bag by injection with needle was 0.68ml into the clear phase of the bag." There was no patient involvement. No additional information is available.